Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 23-oct-2024. A review of the device history record (DHR) confirmed the cartridge lot passed release specifications. Retained and returned cartridge testing met the acceptance criteria in appendix 1 of q04.01.003 rev. An (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 20-aug-2024, abbott point of care was contacted by a customer regarding I-stat act kaolin cartridges that yielded a discrepant results on a 28 year old male with shortness of breath and severe as. There was no additional patient information available. Return product is available for investigation. Date collect/test results(sec) heparin time (B)(6) 2024 1100 units 12:00, (B)(6) 2024 1100 units 13:00, (B)(6) 2024 1100 units 14:00, (B)(6) 2024 1100 units 15:00, (B)(6) 2024 1100 units 15:52, (B)(6) 2024 1100 units 15:57, (B)(6) 2024 1100 units 16:00, (B)(6) 2024 12:08 179, (B)(6) 2024 13:45 179, (B)(6) 2024 15:47 172, (B)(6) 2024 16:00 179, (B)(6) 2024 16:31 179, (B)(6) 2024 17:20 179. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. An investigation is underway. Per I-stat system manual (art: 714185-00q), the I-stat kaolin activated clotting time (kaolin act) test is an in vitro diagnostic test that uses fresh, whole blood. And is used to monitor high-dose heparin anticoagulation frequently associated with cardiovascular surgery.